Event description:
It was reported that during patient use, the ventilator o2 level was set to 100% but it only rose to 70-80%. Ventilation did not stop. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was reported that the filter cover gasket was coming off. Another filter was attached which resolved the reported issue.